Event description:
It was reported that a spectrum iq infusion pump failed flow test five times during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed flow test x5" was not reproduced. Evaluation had the flowline run a flow test and passed. At a delivery rate of 125 ml/hr at a volume to be infused of 125 for a one hour run time. The delivered amount was 124.448 and the error percentage was at -0.4416%. Evaluation had second time flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 20 for a half hour run time. The delivered amount was 19.153 and the error percentage was at -4.235%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.